Event description:
It was reported that an occlusion alarm occurred. As a result, the customer went to the emergency room on (B)(6) 2026 and was subsequently hospitalized in the intensive care unit. Customer's blood glucose (bg) level increased to 700 mg/dl with an unspecified ketones level. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer resolved the issue by changing the infusion set and cartridge.